Event description:
A healthcare professional reported incomplete bed cut while creating flap. System was interrupted with error radio frequency identification device. Surgeon was unable to reset error and forced to abort the procedure. Microkeratome was used to recreate the flap.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative confirmed (via event log review) the issue. However, while on-site testing the system, they were unable to replicate the reported issue. The system was tested and found to meet product specifications. There was no system nonconformity which may have contributed to the customers¿ reported event. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).